Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump alarms were turned off and that the pump did not deliver insulin as intended. There was no reported adverse impact to the customer¿s blood glucose, however, the customer experienced vomiting. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.